Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for spinal pain. It was reported that patient wanted MRI guidelines for a head scan MRI and needed help putting the device in MRI mode. They have reported that they were having back pain issue and flank and kidney area. Patient stated that the stimulator was working well until beginning of last week starting on the left and right flank area. It had been so intense that they had to turn off the stimulator. And then discovered they were running a fever. Patient mentioned that especially in the position of the flanks it was tender and their side ribs were sore right where their elbow would come to. Moreover, patient reported they been on antibiotics and had been on the hospital since saturday, (B)(6) 2018. No further complications were reported.